Event description:
It was reported that the patient indicated not being able to squeeze the pump of the inflatable penile prosthesis (ipp) after six weeks due to it being "rock hard". Patient liaison provided trouble shooting maneuvers including reboot, burp, anti-stiction and pushing back the deflate block. After a week the patient was not successful in "activating" the ipp as it was not possible to do the pop necessary to seat the valve and get fluid to transfer. Patient felt there might be air in the system. The patient planned to see a physician for a second opinion. A month later the patient underwent a surgery involving an ipp. During the procedure a new ipp system was implanted. There was no specific device malfunction associated with the explanted ipp. It was believed the scar tissue had built up obstructing the ability to inflate. The patient allegations were confirmed during the procedure. The patient did not experience any adverse events and no further intervention was required.

Event description:
It was reported that the patient indicated not being able to squeeze the pump of the inflatable penile prosthesis (ipp) after six weeks due to it being "rock hard". Patient liaison provided trouble shooting maneuvers including reboot, burp, anti-stiction and pushing back the deflate block. After a week the patient was not successful in "activating" the ipp as it was not possible to do the pop necessary to seat the valve and get fluid to transfer. Patient felt there might be air in the system. The patient planned to see a physician for a second opinion.